Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts were lifted and bent distally on distal stent strut row 9. The undamaged section of the crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17jun2018. It was reported that crossing difficulties were encountered. The 97% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. Following pre-dilatation with a 2.5 x 12 non-bsc balloon catheter, a 3.50 x 32 synergy¿ stent was advanced for treatment but it failed to cross lesion due to calcification. After the guide wire was replaced, pre-dilatation was performed again. Subsequently, a non-bsc stent was advanced through a guidezilla guide extension catheter but it still failed to cross. The procedure was not completed. No patient complications and the patient's condition was stable. However, returned device analysis revealed stent damage.